Event description:
It was reported that the pump touch screen was cracked and unreadable. Customer¿s blood glucose level was 38 mg/dl. Customer consumed carbohydrates to address bg level. Replacement pump was sent to customer to resolve the issue.